Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the info provided. Provided info stated that the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
During a revision to address fracture and loosening of a patella caused by a fall, poly wear of the insert and osteolysis were found. The patella was exchanged, but the insert was not.